Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 2 implanted mitraclips. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation and tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping appears to be related to patient morphology/pathology; however, a definitive cause for the reported tissue damage could not be determined. The reported unchanged mr; however, was a result of the tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that during grasping, a chordal rupture occurred. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat mixed mitral regurgitation (mr) with a grade of 3-4. One clip (70106u103) was implanted, reducing the mr to <1. On (B)(6) 2017, the patient was admitted to the hospital due to increased mr due to progression of disease. The initial clip was confirmed to be secure to both leaflets. On (B)(6) 2017, a second mitraclip procedure was performed to treat the mr of 4. One clip was implanted medial to the initial clip, reducing the mr to <1. The second clip delivery system (cds 60616u229) was advanced to the mitral valve. Multiple grasping attempts were performed, but unsuccessful. There was no observed interaction with the chordae, but a chordal rupture was then noted. Due to the inability to grasp the leaflets, the cds was removed and replaced. Two clips were implanted; however, the mr remained at 4. On (B)(6) 2017, mitral valve replacement surgery was successfully performed. No additional information was provided.